Event description:
Consumer complaint of blood result reading of "lo". Performed two blood tests at the time of call, both "lo". No adverse event reported.

Manufacturer narrative:
(B)(4). The investigation and product evaluation is complete. Black chemistry observed. The most likely underlying root cause of this malfunction is black chemistry due to improper storage.

Event description:
Consumer complaint of blood result reading of "lo". Performed two blood tests at the time of the call, both "lo". No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4). Manufacturer acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (10/04/2014).